Event description:
The customer reported the generation of erroneously high sodium (na) and potassium (k) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and observed bubbles in the reference electrode. The fse identified the failure mode as the reference electrode which was due for replacement per the customer's maintenance log. The fse cleaned the reagent probe and replaced the reference electrode to resolve the issue. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).